Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: plastic housing cracked. Additional information requested via email . Please elaborate on the problem. Where were the cracks on the housing? Did the cracks occur during surgery, or were they there when the device was first opened? Did the cracks interfere with the surgery, or cause any adverse effects for the patient? Was surgery time delayed by over 30 minutes? Was there any tissue damage or loss as a result of the instrument being cracked? Was there any blood loss over 500 ccs attributable to the instrument cracking or being cracked? How is the patient currently?